Manufacturer narrative:
Device analysis:the associated catheter was not rec'd for analysis. The analysis reveals the entire distal end of the wire elongated and scraped coating noted at approximately 158 cm from the proximal end. A kink was noted at approximately 143 cm from the proximal end. The core wire is fractured from the ball weld; the ball weld is not present. The fracture occurred at approximately 255 cm from the proximal end of the wire and approximately 3 to 5 cm is missing from the wire. A kink was noted at approximately 1.5 cm from the tip of the fracture point. Maximum outer diameter of the wire obtained is .035" which is within drawing specification. The device history record cannot be reviewed as the batch nuymber for the incident device was not reported. This complaint will be tracked through monthly complaint trending metrics to determine if further action or investigation is necessary as a result of any adverse trends or elevated occurrence rates. The wire fracture is attributed to corrosion of the wire. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.

Event description:
Reportable based on analysis completed 11/13/06. It was reported by the customer that "during preparation, the wire was tried to insert to the catheter --> the coiled part of wire is got distangled." It was further reported that this event occurred at prep, pt complications were "none," and the current pt status is "satisfactory and good."